Manufacturer narrative:
H3: the product analysis result of nccpue4 indicates that the software needs upgrade. Daq916 product analysis indicated crack housing. H6: additional information suggest that for daq916 fdc/annex d codes: d14, fdm/annex b codes: b17, fdr/annex c codes: c20 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was reported that the devices didn't work and didn't move during the surgery. There was no alert, no troubleshooting done. The procedure had no delay and was able to finish the procedure with no back up.

Manufacturer narrative:
H3 the product analysis result of nccpue4 indicates that the software was corrupt. H6: additional information suggest that for nccpue4 fdc/annex d codes: d14 and fdr/annex c codes: c19 are no longer applicable to this event. Codes on this report apply to nccpue4 only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: eclc, serial/lot#: (B)(4), UDI#: (B)(4). Product ID: eex901, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: nccpue4, serial/lot#: (B)(4), UDI#: (B)(4). Eclc, PMA / 510(k) device not cleared or sold in the us. Eex901, PMA / 510(k) k061639. Nccpue4, PMA / 510(k). Device not cleared or sold in the us. The product analysis for eclc and eex901 result indicates reported device state wasn¿t observed on this device. The nccpue4 software version was (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the devices had no behavior intra op. There was no patient impact.